Event description:
It was reported a subluxation of head of femoral component of hip implant due to ligamentous laxity. Event was treated with rest. No delay to the procedure.subject ID: (B)(4); ae#4. Date of surgery: (B)(6) 2017; age: (B)(6); sex: female.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation noted that no relevant clinical information was provided to conduct a thorough clinical investigation. No further medical assessment can be rendered at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.